Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 8mm 10bag 500 wal experienced scale marking issues which were noted during use. The following information was provided by the initial reporter: material no: 328512 batch no: unknown (provided invalid) 8302926. Verbatim: consumer reported scale print incorrect, said the lines are shifted down. Lot # (invalid) 8302926. Product # 328512. No exp date. Occurrence date unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/29/2020. H.6. Investigation: customer returned seven (7) loose 31gx8mm, 0.3ml insulin syringes. Consumer reported scale print incorrect, said the lines are shifted down. All seven returned syringes were examined, then tested using a 0.3ml plug gauge: all seven syringes tested within specification. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issue could not be confirmed. Unable to perform a DHR review due to an unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 8mm 10bag 500 wal experienced scale marking issues which were noted during use. The following information was provided by the initial reporter: material no: 328512, batch no: unknown (provided invalid) (B)(4). Verbatim: consumer reported scale print incorrect, said the lines are shifted down. Lot # (invalid) (B)(4). Product # 328512 no exp date occurrence date unknown.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 8mm 10bag 500 wal experienced scale marking issues which were noted during use. The following information was provided by the initial reporter: material no: 328512 batch no: unknown (provided invalid) 8302926. Verbatim: consumer reported scale print incorrect, said the lines are shifted down. Lot # (invalid) 8302926 product # 328512 no exp date occurrence date unknown.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.